Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant procedure during a follow up the left ventricle lead presented noise. Troubleshooting follow through changing the alligator clip and analyzer, and cautery knife off. These trouble shooting methods were unsuccessful. This lead was surgically replaced with a new lead in which this issue was resolved. No further adverse effects were reported. This lead is not expected to be returned. Should updated information be provided a follow up report will be provided.